Manufacturer narrative:
Ortho care customer support explained to customer; that not enough antigen sites may be available for igg component in mts igg/ c3d card vs igg card. The root-cause could not be confirmed although the most probable root cause is associated with dat being weak and/or at the detection limit of the technique and reagents used. The investigation determined that the most likely root cause of this event was sample related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
One (1) of 2 samples. Customer contacted tsc to report false neg direct coombs on provue analyzer when tested on mts igg /c3d cards lot#013117005-01. Two patients with pos autocontrol were further investigated and dat was repeated in manual gel method with mts igg gel cards lot# 020817001-01 with a 1+ pos igg dat. Customer reports upon user review clear negative results noted on mts igg/c3d cards tested on provue. Customer repeated the samples with igg /c3d cards lot#013117005-01 manually, results were weak positive.